Event description:
The customer's mother reported that her daughter's blood glucose reached 420 mg/dl less than a day after the device was activated. The adhesive was wet to the touch and she noticed that the cannula was not in the skin. The caller stated the pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. The caller reported that adhesive was wet and that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.